Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a water leak. Occurred during testing, there was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation codes: updated investigation summary: the affected device was returned for evaluation. Visual and functional testing was performed. Cracks were observed on the enclosure, and water leaked from the crack, confirming the customer's complaint. It was also confirmed that the lcd display was black and malfunctioning. Judging from the damage to the enclosure, the likely root cause is that the hl-90 body was subjected to a shock such as a fall. At the customer's request, the product was returned to the customer without repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.